Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced both high resolution stereo viewer (hrsv) monitors to resolve the issue. The system was tested and verified as ready for use. Isi has not received the hrsv monitors for evaluation. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon side console (ssc) had black left eye with no error logs shown in artemis. Technical support engineer (tse) requested to perform system reboot however the customer would try after procedure. Tse was not able to perform any action. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the information received from tse confirmed that the procedure was completed with initial settings.